Manufacturer narrative:
One device was returned for analysis of complaint that alarm 41622 occurred during priming. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of error log confirmed the error code occurred during pump operation. No physical damaged was found on the device. Probable cause was a possible defective detection sensor. The rotation detection sensor was replaced. Device passed testing post repair.

Event description:
It was reported that alarm 41622 occurred during priming. The device is unusable. There was no reported patient involvement. Analysis of device found possible defective rotation detection sensor, which is a reportable malfunction.